Event description:
As reported by the patients attorney, an upsylon y-mesh was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.